Manufacturer narrative:
Device was received with blank display due to cracked and bleeding on lcd glass. Unable to verify missing segments or partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was flashing and white. The customer¿s blood glucose value was 110 mg/dl. The customer also stated that the insulin pump was dropped, bumped. The insulin pump will be returned for analysis.